Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was a remote manager clasp issue, continuous drawer failures, and the adhesive was loose. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a loose adhesive on the remote manager (rm) clasp, which caused continuous drawer failures. The field service engineer replaced the tape and re-secured the clasp, restored full functionality to station. The system functioned as intended after the field service engineer repaired the device.